Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. An additional suspect product was ibuprofen. The patient had a medical history of caesarean section, fibroids, menometrorrhagia and overweight. Concurrent conditions were listed as backache and neck pain. On an unknown date, the patient started ibuprofen 800mg at an unspecified frequency. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2015, 3177 days after essure (ess205) insertion, she experienced pelvic pain female (seriousness criteria medically important and intervention required), headache ("headaches"), menstrual cramps ("dysmenorrhea (cramping),"), heavy periods ("menorrhagia,hormonal changes describe: heavier periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), nausea ("nausea") and painful intercourse ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018 she experienced partial expulsion of device ("malposition of essure device location of device: uterus"). On unknown dates she experienced anxious mood ("anxious"), depression ("depressed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205) administration. The reporter commented: subsequent to the implantation of the essuret device, plaintiff began to experience pelvic pain, headaches, dysmenorrhea, and menorrhagia, among other symptoms. These symptoms continued and caused plaintiff to be anxious and depressed. The plaintiff sought treatment on multiple occasions for these symptoms. Discrepancy of date of insertion: (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.352 kg/sqm. [Hysterosalpingogram] on (B)(6) 2006: result: total bilateral occlusion [ultrasound uterus] (date unknown): ultrasound demonstrated a small fibroid . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, pelvic pain. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-dec-2020: mr received. Reporter information, other relevant history, lab data and auto-narrative supplement added, essure removal data added. This case is being submitted retrospectively following an internal review based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 38 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. An additional suspect product was ibuprofen. The patient had a medical history of caesarean section, fibroids, menometrorrhagia and overweight. Concurrent conditions were listed as backache and neck pain. On an unknown date, the patient started ibuprofen 800mg at an unspecified frequency. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2015, 3177 days after essure (ess205) insertion, she experienced pelvic pain female (seriousness criteria medically important and intervention required), headache ("headaches"), menstrual cramps ("dysmenorrhea (cramping),"), heavy periods ("menorrhagia,hormonal changes describe: heavier periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), nausea ("nausea") and painful intercourse ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018 she experienced partial expulsion of device ("malposition of essure device location of device: uterus"). On unknown dates she experienced anxious mood ("anxious"), depression ("depressed") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205) administration. The reporter commented: subsequent to the implantation of the essure device, plaintiff began to experience pelvic pain, headaches, dysmenorrhea, and menorrhagia, among other symptoms. These symptoms continued and caused plaintiff to be anxious and depressed. The plaintiff sought treatment on multiple occasions for these symptoms. Discrepancy of date of insertion: (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.352 kg/sqm. [Hysterosalpingogram] on (B)(6) 2006: result: total bilateral occlusion. [Ultrasound uterus] (date unknown): ultrasound demonstrated a small fibroid. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abdominal pain, pelvic pain. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.